Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer stated that there was big bubble in the reservoir. There was foam or little drops of some fluid are visible passed both rings. The reservoir will not be returned for analysis.